Event description:
It was reported while engaging\disengaging the device intra-operatively, there was a delay of surgery time.

Event description:
It was reported that a revision surgery was performed to remove implant.

Event description:
Based on the information provided, a revision surgery was not performed. MDR 1020279-2013-00609 001 was filed in error.

Manufacturer narrative:
Based on the information provided, a revision surgery was not performed. MDR 1020279-2013-00609 001 was filed in error.

Manufacturer narrative:
.